Event description:
It was reported that during the operation, the surgeon found that the implant area was swollen. So they checked the port and found a leak. There was no impact to the patient.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies.